Event description:
Surgeon was using a mitek, lds electrode in the shoulder. After about 20 mins of usage he saw that active tip of the electrode had come free from the device. He retreived the metal piece, opened another electrode and completed procedure without incident. Situation did not result in patient injury. A small metal fragment coming free from the device could result in a surgical intervention to prevent potential patient injury if this were to recur. As a result an MDR is being filed to document this event.